Event description:
The customer reported a leak from the ise (ion selective electrode) flow cell drain on a unicel dxc 660i synchron access clinical system. The customer stated the leak was uncontained with a volume of approximately 2-3 cups. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise (ion selective electrode) waste drain valve (burkert valve) to resolve the issue. (B)(4).